Event description:
Patient received a burn during an electrotherapy treatment. Patient was receiving an interferential electrotherapy waveform treatment in the area of the knee. The clinician had applied a hot pac over the electrodes being used to apply the treatment. The clinician left the patient. Upon return to check on the patient, the clinician noted that the electrodes were heated to the point of being 'red'. The clinician terminated the treatment.

Manufacturer narrative:
Awaiting return and evaluation of the device.